Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was displayed as "high": although a specific value was not provided. Customer addressed their bg with resuming insulin delivery on their pump. The customer continued to use the pump for insulin therapy.